Event description:
Jugular access for ivc filter placement. Option elite introducer with dilator passed through short 7f sheath with ease. Venogram performed, dilator removed. 035 benson wire passed through introducer. Jugular filter cartridge passed over wire and connected to introducer. Dilator passed over the wire, contact with cartridge with ease. Once the filter entered into the short introducer sheath area dr had enormous difficulty pushing the dilator forward. All sheaths were straight to aid insertion but still dr struggled to push filter through. Eventually filter hook was positioned just below renal veins and deployed in desired position. On inspection filter legs appeared to not be full engaged with ivc walls. Venagram performed and legs appeared not fully open on left side and right side not touching ivc wall. Dr left this for 9 to 10 minutes to see if legs would fully open. Another venogram showed filter in same position. Dr concerned of migration and removed the filter with cook retrieval kit. On removal of the filter from the retrieval sheath, option elite legs sprung open as would normally expect. I noticed a ¿large¿ amount of clot on retrieval sheath (see photo attached) and clot in filter apex and legs. I mentioned the observed clot but this theory was dismissed. Dr placed celect platinum.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. There was no sample returned for review however there were images provided. Upon inspection of the provided images, it was found that the legs of the filter did not open upon deployment. The complaint is confirmed. Without the defective device being returned for testing and further analysis, determining a root cause and corrective action is not possible. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation.